Event description:
It was reported that the patient's device was not working well for her. Fluoroscopy showed that the patient's lead was in her side. The lead was replaced. No surgical complications were reported.